Event description:
It was reported that the device would not power on ac or dc source. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the cause for the malfunction to be an electrical short of a capacitor, designator c58.